Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported vitrector did not cut and made a strange sound, like it was losing air during surgery. The procedure was completed on the same day without major incidents. There was a patient contact however no harm reported.

Manufacturer narrative:
One opened probe was received, without a tip protector, in a bag, and broken needle in a bag. The sample was visually inspected and found to be nonconforming with probe needle broken off at the stiffener sleeve, confirming the received condition. No functional testing could be performed due to the probe needle broken condition. The degree of wear could not be determined due to the probe needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the report of cut failure and strange noise due to probe needle broken condition. How and when the probe needle became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported cut failure and strange sound was unable to be confirmed and an exact root cause for the broken probe needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).